Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Evaluation summary: the patient was implanted with a nexgen precoat stemmed tibia for approximately 4 years. The x-rays provided do not show conclusive evidence of loosening. A specific cause of the device failure cannot be determined due to unavailability of adequate information. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.